Event description:
Caller reported that the pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. The customer was using a wall outlet and a tandem charging cable, but the pump did not charge even after trying different adapters and cables. Technical support advised trying different outlets and confirmed that the pump would be replaced. The customer planned to use multiple daily injections as a backup to maintain insulin delivery. Instructions for returning the pump and putting it into storage mode were given and acknowledged by the customer.